Manufacturer narrative:
Visual and functional assessments of the returned drill and drill guide confirmed a deformation mid-way down one of the 15-degree barrels of the drill guide, hindering the passage in which the drill guide would pass through. This deformation suggests that the mating drill was not properly aligned with the barrel axis during the procedure, likely veering towards the patient's midline under wound pressure. This misalignment would cause interference with the barrel, potentially leading to the reported fracture. Alternatively, gradual wear over multiple uses could have contributed to the deformation of the barrel.

Event description:
On (B)(6) 2024, seaspine was made aware of a malfunction that occurred during a surgery consisting of seaspine's admiral cervical plate system. It was reported that while attempting to drill, the drill guide would not accept the drill, resulting in a 30 minute surgical delay.